Event description:
The dentist reported the non-osseointegration of 1 dental implant cm drive implant 3.5x11.5 installed in intra-oral region #7. Pt received 8 implants in his maxilla and lost all of them in the period between (B)(6) 2012 and (B)(6) 2013.